Event description:
It was reported that during a lap cholecystectomy, an unexpected resistance was felt when the trigger was grasped and the jaws could not open in clamping the cystic duct after the 3rd firing. The device was removed by cutting both sides of the jaws after ligation. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.